Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to noise. The patient was in a bad car accident and after that noise was notice on both ra and rv lead. Should additional information be received, this file will be updated.